Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. Further review of the device's interior reveals corrosion around the battery connector and some components located in the middle of electrical board. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not turned on and kept on beeping. The customer¿s blood glucose level was 130 mg/dl. Contacts was not missing, damaged, or corroded. Customer also reported that the insulin pump had received a failed battery alarm and spring was damaged. Troubleshooting was performed for failed battery alarm. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.